Event description:
It was reported that during a tonsillectomy the wand was used for 5 minutes and the metal wire broke. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the returned device, used in treatment, was returned evaluation. There was a relationship found between the device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Review of complaint history of the reported lot number for the past 3 years found no similar complaints; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows extensive erosion on the electrodes with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device was connected to a compatible coblator ii controller and performed on the remaining parts of the electrodes. The suction line was tested and performed as intended; the saline line was tested and performed as specified on all three openings. The complaint was verified as the device's electrodes experienced extensive erosion and the root cause cannot be determined with certainty. Possible factors for the damaged electrodes could defined (1) by hitting other equipment while using the wand (2) may result from vigorous use against bony surfaces (3) fluid management. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.